Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2040757, medical device expiration date: 30nov2022, device manufacture date: 09feb2022. Medical device lot #: 1328416, medical device expiration date: 30sep2022, device manufacture date: 24nov2021. Medical device lot #: 1245116 , medical device expiration date: 30jun2022, device manufacture date: 02sep2021. Medical device lot #: 12702985 was reported, however, this is not a lot # manufactured for the reported catalog #.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: *customer problem:false positives with use of bactec plus aerob/f vials lots 2040757, 1328416, 1245116, 12702985,1328419. * steps taken with customer/troubleshooting: review of logs from instrument cases found no fault in the instrument; reagent cases established to investigate root causes. *reviewed smx case history(y/n): y (instrument cases include 01665143, 01665146, 01665151, 01665154; additional reagent cases include 01666600, 01666605, 01669301) it was reported by the customer that there are false positives. False positives with use of bactec plus aerob/f vials lots 2040757, 1328416, 1245116, 12702985,1328419.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: *customer problem:false positives with use of bactec plus aerob/f vials lots 2040757, 1328416, 1245116, 12702985,1328419. * steps taken with customer/troubleshooting: review of logs from instrument cases found no fault in the instrument; reagent cases established to investigate root causes. *reviewed smx case history(y/n): y (instrument cases include 01665143, 01665146, 01665151, 01665154; additional reagent cases include 01666600, 01666605, 01669301) it was reported by the customer that there are false positives. False positives with use of bactec plus aerob/f vials lots 2040757, 1328416, 1245116, 12702985,1328419.

Manufacturer narrative:
H.6 investigation summary: catalog 442023. Batch no. 2040757, 1328416, 1245116, 1270298 & 1328419. Customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Plot/log file review: overall these were highly atypical plots. 2 / 15 evaluable plots showed common false positive types (449275620040, 449253317425). The signals tended to look a little noisy, which is typically associated with physical or environmental external disturbances. Plot evaluation was inconclusive. The two barcodes mentioned showed false positive plot did not reveal any underlying cause. The remaining 13 were either unevaluable (due to plot compression) or inconclusive. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.